Event description:
A malfunction was reported with the pump, noted as a malfunction code "malf 0," and the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to using an alternate method of insulin therapy.